Event description:
It was reported that a folfusor leaked. This malfunction occurred after the device was filled with nacl and 5-fu. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Manufactured february 4, 2014 ¿ february 5, 2014. Evaluation summary the sample was received for evaluation. A visual inspection and leak testing were performed. Twenty four hours after the device was filled there was no evidence of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.